Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this atrial lead appeared to be dislodged. There may have been pocket stimulation on the right side even though the device is on the left. This lead was repositioned.